Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open and the staples did not fire. The surgeon was able to release the device, resulting in tissue trauma and bleeding. The hospital has reported no pt injury occurred.